Event description:
Related manufacturer reference number: 2017865-2023-42880. New information received notes that the patient received inappropriate high voltage (hv) therapy due to t-wave over-sensing. It was further alleged that the patient's atrial lead exhibited noise. No intervention was performed. The patient's health status was unknown.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing noise and oversensing of t-waves. No changes were reported. The patient status was unknown.